Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 125 ohms. A boston scientific technical services consultant discussed the clinical observation and troubleshooting with the caller who programmed the out of range shock impedance limit to 150 ohms and documented that commanded shocks may be considered. No adverse patient effects were reported.